Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of cutter occurred during surgery. The procedure type was unknown. The surgery was completed by replacing the product with another one and it was unknown when the procedure was completed. There was no patient contact.